Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.017. Lot: 9738476. Manufacturing site: bettlach. Release to warehouse date: 30. Nov. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Nr-0037384 was listed for this lot number, this nc was related to a deviation of one measurement. The affected devices were reworked and a c was added to the lot number to identify the reworked devices. The final quality release criteria were met before this batch was released for distribution, therefore a relation to the complaint condition deformed/bent can be excluded. A product investigation was conducted. Visual inspection: the blade/screw guide sleeve (p/n 03.037.017 lot 9734876) was returned and received at us cq. A visual inspection was performed. The distal alignment tab was bent inwards, towards the center-axis, which prevents the helical blade inserter from passing the guide sleeve smoothly. Additionally, various nicks and dents were observed on the instrument and the red alignment indicators were missing. Appropriate actions are taken to investigate the missing epoxy and does not require any additional investigation in this complaint investigation. No other issues were identified with the returned components of the device. Device failure/defect is identified. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Document/specification review: drawings reviewed. The available data supports the complainant¿s description of the complaint condition regardless of cause. Investigation conclusion: the complaint is confirmed for the received blade/screw guide sleeve (p/n 03.037.017 lot 9734876) as the distal alignment tab was bent inwards, towards the center-axis, which prevents the helical blade inserter from passing the guide sleeve smoothly. Additionally, various nicks and dents were observed on the instrument and the red alignment indicators were missing. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined for the bent tab and nicks, it is possible that the condition is due to consistent use with possible rough handling. The missing epoxy was investigated. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.017; lot: 9734876; manufacturing site: bettlach; release to warehouse date: november 30, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no relevant non-conformances related to the reported complaint condition were identified. The final quality release criteria were met before this batch was released for distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the outer sleeve has indentations preventing helical blade inserter from going through smoothly. It is unknown when the issue was discovered. It is unknown if there were patient and procedure involvement. Concomitant devices: insertion instruments: (part unknown, lot unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).